Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a false hypoglycemia event on (B)(6) 2024. The patient complained of receiving low glucose alerts when the blood glucose (bg) meter indicated a high glucose. The customer provided two examples. Example a: (bg - 386 mg/dl) (sensor glucose - under 50 mg/dl). Example b: (bg - 406 mg/dl) (sensor glucose- under 50 mg/dl). The low glucose alert setting was at 70 mg/dl. The customer did not seek any medical attention.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms) which is a cloud platform for eversense systems. A review of the dms data revealed that on (B)(6) 2024 at 9:13 pm, the sensor glucose (sg) was 56 mg/dl and blood glucose (bg) was 386 and at 10:13 pm, the sg was 51 and bg was 406. A review of the alert history revealed that the user did receive multiple low glucose alerts. A review of the sensor data showed a decline in the signal and reference channels around (B)(6) 2024, which gradually recovered later. This is potentially due to an impact to the insertion site. The case information do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies at the time of the hypoglycemic event. Since the sensor performance recovered gradually after (B)(6) 2024, no further investigation was found necessary for this complaint. The user is currently using the system with no further complaints of inaccuracy. B4.date of this report 27 december 2024. G3.date received by the manufacturer? 27 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.